Event description:
Ous MDR - on (B)(6) 2019, during an in-office follow up, decreased biv% was observed. However impedance and threshold did not have any difference from the past values. Noise was detected. On (B)(6) 2019 this lead was removed.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut. Only an elongated medial fragment of approximately 61cm length with an inserted extraction tool was received for analysis. The lead tip and the is4 connector pin were not returned. The visual inspection revealed multiple abrasion marks along the available lead fragment. Further inspection demonstrated a squeezed and deformed lead body approximately 38cm distal to the is4 connector pin (in comparison with an identical original lead). In that section, the conductor coils to the ring electrodes r1 and r2 were found fractured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - on (B)(6) 2019, during an in-office follow up, decreased biv percent was observed. However impedance and threshold did not have any difference from the past values. Noise was detected. On (B)(6) 2019 this lead was removed.